Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having bent cannulas without receiving a no delivery alarm on the insulin pump. The blood glucose reading was 136 mg/dl. Customer was unable to troubleshoot due to only having one infusion set remaining. Nothing further was reported.